Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2009.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead had high thresholds, low impedance and had fractured. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.